Manufacturer narrative:
Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. . Pump passed the delivery accuracy test. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer's current blood glucose level was 402 mg/dl. The customer was treated by the manual injections. The customer was assisted with the troubleshooting for high blood glucose and under delivery. Insulin flow flocked alarm was occurred during the high pressure test. The insulin pump will be returned for the analysis.